Event description:
During remote monitoring, episodes of noise resulting in oversensing were observed on the right ventricular (rv) channel and episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial channel. Abbott technical support was contacted and suspected the rv and atrial leads were damaged, however, the physician was unable to rule out a potential device malfunction as well. Device and lead replacement is anticipated to resolve the event. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated a revision procedure was later performed where the atrial lead was explanted and replaced to resolve the event. The patient was in stable condition.